Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that error code was found. No patient involvement reported.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23sep2018. During the device evaluation for the machine error code #1014 (not booting up) was found. An extended self test est was performed and the reported error was corrected.